Event description:
Boston scientific received information that this patient was seen at a follow up visit, and upon interrogating the device, it was noted that the patient had over 21,000 ventricular tachycardia episodes in the arrhythmia logbook (al). There was also noise present on the right ventricular channel that inhibited pacing for greater than 2 seconds. The noise would overdrive the lower rate limit pacing, thus preventing atrial pacing as well. The al showed that all of these events took place in (B)(6) of this year. Boston scientific technical services (ts) was consulted and suggested that it sounds like a possible lead fracture. To date, no adverse patient effects have been reported. And no information has been given to what the plans for this lead are. If additional information becomes available, this report will be updated.

Manufacturer narrative:
To date, the device and lead remain implanted.